Event description:
Hcll transfusion 2013 r2 interface was configured by the user facility from the grifols instrument. The engine between the instrument and hcll sent a result with blood group a pos. The user experienced the incorrect reporting, as the patient had a previous blood type result of o neg. The manual result was exported from the grifols instrument and received as o neg by the hcll application. Blood was not issued to the patient or transfused. The error was caught by redundant systems within the software.